Event description:
It is reported in the literature titled ¿diagnostic yield of spiral enteroscopy (se) when performed for the evaluation of abnormal capsule endoscopy (ce) findings,¿ patients experienced adverse event during or after a spiral enteroscopy using an evis exera ii small intestinal videoscope. Study aim: investigate the ability of se to reproduce abnormal findings detected on preceding ce. Study method: prospective study of consecutive patients from two academic tertiary centers undergoing se to investigate clinically significant finding on ce. Results: total of 56 anterograde se procedures were performed. Ce findings included arteriovenous malformations (avms) (n=26), masses (n=8), ulcers (n=4), polyps (n=4), abnormal mucosa (n=6), fresh blood (n=6), and stricture (n=1). Majority of the patients had ce findings located in the jejunum (41 of 56 or 73.2%). Mean depth of enteroscope insertion was 224.6±68.7 cm. Se detected relevant small bowel pathology in 32 of 56 (57.1%) patients. Findings on ce were reproduced in 30 of 56 (53.6%) cases. Reproducibility was independent of patient body mass index (p=0.38), ce indication (p=0.24), ce lesion location (p=0.29), days between ce and se (p=0.30), and depth of insertion (p=0.81). Type of ce findings (particularly avms) significantly affected se reproducibility (p=0.015). Se procedure time was inversely related to se reproducibility (odds ratio=0.94, 95% confidence interval=0.88-0.99, p=0.02). Se seems to be moderately effective (57.1%) in terms of its ability to locate pathology within the small intestine. The type of small bowel pathology targeted by se may affect its clinical utility. Avms observed on ce can be seen at the time of se in the majority of cases (60%). There were no major complications or perforations in all 56 cases. One patient developed bradycardia mandating early termination of the procedure. This patient recovered completely and was discharged from the endoscopy unit on the same day. In total, there were 6 minor complications (10.7%). All 6 patients had minor superficial lacerations of the gastrointestinal mucosa (3 in the esophagus, 2 in the jejunum at the lot, and 1 at the pylorus). None of these patients required further endoscopic therapy, blood transfusions, or need for hospital admission. There was no report of olympus device malfunction in any procedure described in this literature.